Event description:
The customer reported to olympus, the light source scope socket on the front panel was detached. The issue was found during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed because the inspection was stopped and product was returned to the user prior to inspection, so the condition of the devices is unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.